Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a 5 minute timeframe on the precision qid blood glucose meter. There was no report of death, serious injury, or mistreatment associated with this event.